Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the final moments of the surgery on a gastric sleeve laparoscopic procedure, the product presented the issue. There was an air or gas leaked from the seal and the seal fell into the cavity of the patient and was retrieved. The co2 inside the abdominal cavity were losing a little so the doctors can continue with the surgery. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the underside of the trocar with the circular seal disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The product was not returned for evaluation, therefore pmv cannot determine the root cause of the reported condition. If information is provided in the future, a supplemental report will be issued.